Manufacturer narrative:
Additional information: on (B)(6) 2020 the reporter indicated original lens reported was the incorrect serial#, correct serial# should be (B)(6). B5 - the lens (sphere/cylinder/axis) should be corrected to -11.0/+2.5/110. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found the lens optic and haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.0/+2.5/109 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.